Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen became shattered and customer was unable to interact with it. Customer blood glucose level was 191 mg/dl. Reportedly, customer will continue to use pump and manual injections for insulin therapy.